Event description:
This is a report of a home patient (hp) who acquired peritonitis and subsequently passed away. On an unreported date, prior to death, the patient was hospitalized for the event of peritonitis. On an unknown date, while hospitalized, the dianeal therapy was withdrawn. Treatment, cause and outcome for the peritonitis were not reported. The patient developed a septic colon during this time and the cause was not reported. The patient remained hospitalized until time of death, eight days after being admitted. The cause of death was unknown. An autopsy was not performed. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13k04070 and h13l02031 and there were no issues detected during manufacturing process. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.